Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2q7p1 implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the lead was fractured/damaged/broken. Patient was experiencing a loss of stimulation. They were unable to increase the stimulation on any program without receiving error messages that max settings occurred. Patient was also experiencing impedance issues >4000 on all electrodes. Troubleshooting was attempted where impedances were rechecked and they attempted multiple programs. It was also noted patient was experiencing a return of urinary incontinence and urinary urgency. The issue is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the steps taken to resolve the issue included troubleshooting in the office on 2024-may-02. They did the impedance check which revealed the greater than 4k on all electrodes. They also attempted to set each program with stimulation, however were unable to increase the stimulation past 0.2 ma without receiving an error message that max settings had occurred. This had not yet been resolved, the patient had yet to schedule a removal or replacement as the physician was off for the month of june.